Event description:
It was reported that a patient was in clinic during follow-up when post-paced t-wave oversensing was noted. Programming changes and dft were recommended. Programming changes were made.

Manufacturer narrative:
(B)(4).